Event description:
As reported by our german affiliates, during a valve in valve procedure using a 20mm sapien 3 ultra valve in the aortic position by transfemoral approach within an edwards surgical valve, when the valve was partially deployed, the balloon burst and had a separation of a small balloon piece. An angiography was performed to locate all of the balloon parts, however the missing piece was unable to be located immediately after the procedure, and the patient was moved to the ward with no further information available regarding the missing piece. The valve was then post-dilated using a non-edwards 21mm balloon. The commander delivery system was withdrawn without difficulties. The patient was noted as to be in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Investigation findings: separation problem. The product was returned; therefore, a product evaluation, dimensional testing, and visual evaluation were completed. Due to the nature of the device, no applicable functional testing was performed. The returned device was visually examined, and the following was observed: balloon longitudinal and radially burst. Missing balloon material. Imagery was provided by the site and reviewed, indicating a balloon radially and longitudinally burst with balloon material separation. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander delivery system with s3u, ce was reviewed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for balloon burst and system components separate during use - balloon were confirmed based on evaluation of the returned device and provided imagery. The presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It is possible the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon burst. Additionally, the information provided indicated that there was presence of calcification at the landing zone. The presence of calcification and/or pre-existing bioprosthesis can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules and/or any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, any additional pull force or device manipulation applied during delivery system withdrawal may have led to the reported balloon separation. As such, available information suggests that patient factors (calcification, interaction with pre-existing valve) likely contributed to the reported balloon burst, while procedural factors (device manipulation) likely contributed to the reported balloon separation. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.